Event description:
It was reported during a ptca/stent procedure that a stent was placed successfully. After the procedure, the pt continued to experience chest discomfort. 12 days later a subsequent emergency CABG was done to treat an anterior mi. Subsequently, a piece of plastic was removed from the pt. Source of plastic is unknown. The pt expired during hospital stay. Relationship between stent placement and pt outcome cannot be established. This event will be filled conservatively.